Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated with this event: controller / unknown / model # 1420-controller / exp. Date: unknown. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: unknown. Labeled for single use: no. (B)(4). Battery / unknown / model # 1650de / exp. Date: unknown. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an "undefined switching of battery supply", which triggered a controller alarm and a ventricular assist device (vad) stop. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One (1) pump (B)(4), one (1) controller and one (1) battery of unknown serial numbers were not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching events can be attributed to communication errors and/or momentary disconnections between the controller and battery. A possible root cause of the reported "controller alarm and vad stop" can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.